Event description:
Pump declared alarm 29 during the loading process. There was no reported impact to the customer¿s blood glucose level. Technical support assisted customer with loading a new cartridge using the proper technique and insulin therapy was resumed.